Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an infection at the anchor site of the s1 lead. The patient is currently on IV and oral antibiotics. Surgical intervention was undertaken, and the lead was partially removed.

Event description:
Additional information received reports that the patient was hospitalized for 5 days with IV antibiotics. She continued oral antibiotics after discharge. Patient has completed all antibiotics at this point. The infection has since been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.